Event description:
Treatment of a stroke. During the mechanical thrombectomy, it was reported that the solitaire stent separated on the first pass and remained in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for evaluation and the stent was found detached due to tensile failure. Stent separation. (B)(4).